Event description:
Reporter stated that customer received the following results on 2 different meters within 10 minutes: 153 mg/dl (mobile system 1 with strip lot 278236) and 78 mg/dl, 66 mg/dl and 76 mgdl (mobile system 2 with strip lot 278228) no actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for mobile system 1. Reference medwatch with patient identifier (B)(6) for mobile system 2.